Manufacturer narrative:
Lot number updated from 0022633024 to 0022390989. Expiration date updated from 03/02/2020 to 01/07/2020. Device manufacture date updated from 09/04/2019 to no information. Device is combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the 15th distal stent strut row, stent struts were lifted. The undamaged crimped stent od (outer diameter) was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The 95% stenosed, 38mmx2.5mm target lesion was located in the moderately tortuous and seriously calcified left anterior descending artery. A 2.50 x 38 synergy stent was advanced for treatment. However, upon advancing, it was noted that the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occured. The 95% stenosed, 38mmx2.5mm target lesion was located in the moderately tortuous and seriously calcified left anterior descending artery. A 2.50 x 38 synergy stent was advanced for treatment. However, upon advancing, it was noted that the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.